Manufacturer narrative:
The customer contacted a siemens customer care center and reported cutting their finger while removing condensation from the reagent tray of a dimension exl with lm. The laboratory technician received prophylactic treatment. The technician stated that he knew this was not an approved procedure. The cause of the event is due to the technician not following an authorized cleaning procedure. There were no delay in processing patient samples due to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted siemens and stated a laboratory technician cut his finger while using a syringe to clean the reagent tray drain of a dimension exl with lm instrument. The technician was wearing personal protective equipment (ppe), gloves, but the syringe penetrated the glove. The technician was aware this was not an approved procedure. The technician followed exposure protocol by flushing wound with water, bandaging wound, and reported the incident to the laboratory employee health department. The laboratory technician was given antibiotics and antivirals. The technician stated that their finger was not exposed to any other surface prior to bandaging. The technician did not undergo any other testing. There are no known reports of adverse health consequences due to the event.